Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening curved on posterior leak test and microscopic analysis was performed which identified: striated opening on posterior, creases fold, brown particles inner device and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". Device has been explanted.